Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple high blood glucose (bg) level occurrences (242 mg/dl- 330 mg/dl). The customer delivered a bolus with the pump to address bg levels. The customer was unsure of the cause of the high bg levels, however indicated that on one event believed was due to eating a snack and not delivering a bolus for it. Tandem technical support recommend to consult with their healthcare provider regarding the high bg level events. The customer declined to perform a system check.